Event description:
Additional information received noted that the patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. Appointment was (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v190606, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had been having problems with their device since an EKG. It was noted the patient did not turn their device off for the EKG. It was reported the patient¿s device was not working. It was noted the patient had cataracts surgery a week after the EKG, but the issue started with the EKG.